Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM performed a review of the device history record and found there were no nonconformities noted during the manufacturing of model 777000 and serial number (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the returned device and noted no irregularities on either of the front sockets. A review of the unit¿s fault history log noted the following errors 200 ref 53 ¿internal fault,¿400 ref 11 ¿foot pedal stuck,¿ ¿400 ref 15 ¿button stuck¿ and ¿400 ref 25 test time expired.¿ however, none of these errors were observed during testing. The electrical inspection found that the unit failed the voltage/current test. The left side pk cut / coag output readings were high and out of specification. The unit was also found to have the old software version v 2.06. Based on the investigation findings, the user experience can be attributed to the unit¿s faulty pkrf circuit board.

Event description:
Olympus received a medsun ((B)(4)) report that indicates during a therapeutic robotic si laparscopic supracervical hysterectomy with bilateral salpingo-oopherectomy and sacrocolopexy procedure, while using the g400 generator a slight spark and brief flame was observed at the articulation joint of the non olympus forcep. At the same time an audible alert was noted from the generator indicating that the coagulation was completed. The surgeon had previously completed the right side of the patient¿s procedure successfully. The surgeon noted a moderate amount of char on the jaws of the non olympus forcep and withdrew it from the patient to be cleaned. It was reported that the incidents occurred when the surgeon began and completed coagulating the patient¿s left pedicle. No device fragment broke off or fell into to the patient.the non olympus forcep was replaced and the intended procedure was completed with same generator. There was no bleeding reported. There was no user or patient injury reported during the procedure. Reportedly, the surgeon followed up with the patient postoperatively and the patient is doing well with normal bladder and bowel function. In addition, it was reported that due to calibrations issues with the non olympus equipment the start of the case was delayed by 15 minutes. The medsun report alleges that post procedure the non olympus scope, forcep and the olympus g400 generator were inspected by the user facility¿s equipment specialist and biomed. Allegedly the facility¿s biomed performed an operational test of the olympus generator¿s output and found it to be abnormal. There were no anomalies reported with the cut/coag function of the generator.